Event description:
It has been reported to co that during the procedure as the sheath was being removed, numerous blood clots were detected in the sideport of the device. The device was removed and replaced. The pt is reported as fine and the device is being returned for co's analysis.